Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead implant procedure on (B)(6) 2021. During the procedure the right atrial lead exhibited sensing problems and poor capture thresholds. The lead was removed and replaced during the same procedure. The patient was stable.

Manufacturer narrative:
The reported events of sensing problems and poor capture thresholds were not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.